Event description:
During a shoulder procedure the distal tip of a flexible suture passer needle broke off into the patient and remains in patient. The surgeon is stating that there is no patient harm and that he has no plans to go back in to retrieve the needle.